Event description:
The primary surgery was conducted on (B)(6) 1991 then the insert and head were replaced at the revision surgery on (B)(6) 2000 due to poly wear. The second revision was conducted due to again poly wear to replace stem, head and insert. The surgeon requests wear analysis on the articulation surface of the head and insert, and oxidation analysis of the insert by sem and ftir.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.